Manufacturer narrative:
Investigation/evaluation currently in process. (B)(4) considers this report open, follow-up report to be submitted once investigation is complete. (B)(4).

Event description:
During the transurethral resection of prostate procedure, it was discovered that the black insulation cover from the electrode tip got into the bladder. Patient's bladder required a complete wash out.

Manufacturer narrative:
Follow up #1. The following sections updated/added: product problem, suspect device, all manufacturers, device manufacturers. Since customer did not return device, verification of complaint could not be made and no investigation results reported. The reasons why the customer has solved the black insulation cover of the electrode tip can not be understood. The experience so far suggests a mistake in handling rather than a product defect. The 46782635 cutting -electrode mono 26ch 12/30 ° from the lot 1017 was booked on 24apr2013 and on 03sep2013 51 pak in stock. In the instructions for use ga-d 342 (in chapters 7,8 and 9), in our opinion, sufficient information on visibility and functional control is available. It is noted at several points in the instructions for use to be carried out checks. Damage to the insulation can lead to uncontrolled current flow. In general, however, it should be noted that rf instruments may only be activated when the part carrying the hf current appears fully in the field of view of the endoscope and the intended application area is contacted. The detected deficiency was caused by insufficient care. The risk assessment b6 r02 considered possible risks with the corresponding claim size and the assumed probability of occurrence and rated them with an acceptable risk. This rating is still valid considering the current case richard wolf (B)(4) considers this matter closed. However, in the event (B)(4) receives any additional information a follow up report will be submitted to FDA. Richard wolf medical instruments corporation (rwmic) submitting report on behalf of (B)(4).

Event description:
Follow up #1.